Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device displayed an "off set self check failure - 1175" error message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. Evaluation results: the reported malfunction was observed during initial testing. However, the device was put through extensive testing, which included internal inspection and full functionality testing with no discrepancies identified. A system interconnection cable was replaced as a precaution. The device was recertified and returned to the customer. Reports of this nature are typically not considered to have any clinical impact. No trend is associated with reports of this type.

Event description:
Complainant alleged that during biomed testing, the device displayed an "emv self check failure" error message during calibration testing. Complainant indicated that there was no patient involvement in the reported malfunction.